Event description:
The patient received powerflow apheresis ports (bd, (B)(4)) in (B)(6) 2021 and received multiple therapeutic plasma exchange (tpe) procedures since then for her disease. Flow rate using the ports was not as good as we expected always, and she developed superior vena cava (svc) syndrome due to svc occlusion. She received svc recanalization with balloon angioplasty after the removal of ports. She has myasthenia gravis and was refractory to ivig treatments. She had regular port on right side and received ivig using the regular port at her local hospital. At the time of powerflow placement, she was still receiving ivig, therefore, powerflow was placed on right and left chest, one each, temporally. She stopped to receive ivig in (B)(6) 2021, and regular port was removed on (B)(6) 2021. However, due to possible side effects of repeated procedure in the same area, powerflow was left as they are, on right and left chest each. Examination of powerflow showed 2 cuts on right port and 1 cut in left port. These are issues of the products, however, they are not thought to be associated with her svc syndrome. Therapy dates: (B)(6) 2021 - (B)(6) 2022. FDA safety report ID# (B)(4).